Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The onset of the driveline infection was noted to be (B)(6) 2024 with the cultures of stenotrophomonas maltophilia and kledsiella oxytoca (cs-215658). Following two short course treatments the driveline culture was again positive for stenotrophomonas maltophilia and kledsiella oxytoca on (B)(6) 2024, the patient was then placed on suppressive lifelong po cipro (cs-215659). The symptoms associated with the system controller clock not set/pump stop were the patient having chest pain fatigue and weakness when coming into the emergency department possibly related to the pump stop. The patient was admitted (B)(6) 2025 and discharged (B)(6) 2025. In this admission the driveline infection culture grew only stenotrophomonas maltophilia. Blood cultures were negative. The driveline site was without redness, drainage, tenderness, warmth, and swelling. The white blood cells peaked at 16 10^3/ul. The infection was started on intravenous (IV) antibiotics (ceftazidime, daptomycin, zosyn) then stopped when felt symptoms and lab values more likely related to pump stop. The patient resumed chronic suppressive ciprofloxacin bid. Treatment was ongoing. The plan of care was ongoing suppressive po antibiotics and re-education of patient need to sleep connected to mpu. The patient was at home and stable. The details of end organ dysfunction were serum creatinine 2.43 (baseline 1.3-1.7); lactic acid 2.7. The end organ dysfunction was treated when the pump power was restored and lab values improved. At discharge creatinine was 1.52 and lactic acid was 1.8.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of total battery depletion was confirmed via log file analysis; however, the reported event of the system controller not properly alarming could not be confirmed as all expected alarms due to battery depletion were present in the log file at the time of the reported event. No product was returned for further analysis. The submitted log file was reviewed for the reported event dates 15jul2025-17jul2025. Periodic system controller data captured the patient's batteries fully depleting on (B)(6) 2025 due to extended use. The system¿s clock was observed to have reset to its default timestamp of (B)(6) 2000 after the batteries fully depleted, indicating that a pump stop occurred. The events leading up to the low voltage advisory were not captured in the event log file; however, events leading to the pump stop event were captured. From the beginning of the log file on (B)(6) 2025 at 0:19:01, a low power advisory alarm was observed. The alarm escalates to a low power hazard by 1:27:18 on (B)(6) 2025. At 1:36:29, the alarm escalates further to a no external power alarm due to both bus voltages reaching below the alarm threshold. Once the external batteries were depleted the backup battery activates and is in use from 1:36:30 - 3:15:00 on (B)(6) 2025. The backup battery was able to support the pump without issue during its use period. After 3:15:00 on (B)(6) 2025, the controller shuts down and is not restarted until ~21:40:00 on (B)(6) 2025. Due to the total power loss observed, the system clock became corrupt, and the exact time of power resetting could not be determined. Controller clock corrupt alarms are seen for 11 hours, from the beginning of the controller reset at 0:00:00 on (B)(6) 2000 ¿ 10:59:34 on (B)(6) 2000. The system operated as intended throughout the remainder of the data despite the clock not set alarm. After this point the clock is set to 8:40:05 on (B)(6) 2025. No further alarms or events are noted in the submitted log file and all equipment appeared to be operating as intended. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the patient did not recall any alarms but does sleep while connected to battery power despite being educated not to sleep on battery power. The patient connected to fully charged batteries with no issues or symptoms, and the controller remains in use at this time. The root cause of the reported event was determined to be user error in fully depleting the 14-volt batteries and the 11-volt backup battery. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller clock corrupt alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient was admitted with presumed sepsis with end organ dysfunction and lactic acidosis. The patient had a chronic driveline infection. While completing interrogation it looked like there was a period of time where the pump stopped on (B)(6) 2025. The patient did not recall any alarms or left ventricular assist device (lvad) issues. The patient was noted to have been sleeping on battery power despite education. The log files were reviewed and contained multiple alarms associated with a loss of all power event. The patient was utilizing battery power between (B)(6) 2025 and depleted both batteries and the emergency backup battery (ebb). This low voltage caused the rotor to stop on (B)(6) 2025. The system controller and pump shut off a few seconds later. The patient was off pump support for an unknown amount of time. Following the loss of all power the pump appeared to resume operation with the system controller clock corrupt alarms once external power was restored. The system controller clock appeared to have been resynched on (B)(6) 2025. Based on the log files the pump was operating as intended both mechanically and electrically.